Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics requested however not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "defective tubing, lawson# (B)(4) main tubing. This tubing is leaking at the connection area. Ref: (B)(4) bd alaris pump infusion set. I've had 3 issues reported to me in the last 6 months". It was reported that a normal saline infusion was programmed at a rate 10ml/hr. When the leak was noted at the connection. The set was in use for less than 1 hr. It was later reported that there was no serious injury or harm to the patient. The event occurred infusion department.

Manufacturer narrative:
The customer complaint of leak was confirmed. Although the product was not returned it is clear that a leak will result from this type of breakage per photo provided by the customer. The cause is due to the breakage of the smartsite valve. The cause of the breakage is unknown due to no product was returned for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "defective tubing, lawson# 321958 main tubing. This tubing is leaking at the connection area. Ref: 2420-007 bd alaris pump infusion set. I've had 3 issues reported to me in the last 6 months." It was reported that a normal saline infusion was programmed at a rate10ml/hr. When the leak was noted at the connection. The set was in use for less than 1 hr. It was later reported that there was no serious injury or harm to the patient. The event occurred infusion department incomplete event date (B)(6) 2018.

Manufacturer narrative:
B3- event date (B)(6) 2019.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "defective tubing, lawson# (B)(4) main tubing. This tubing is leaking at the connection area. Ref: (B)(4), bd alaris pump infusion set. I've had 3 issues reported to me in the last 6 months." It was reported that a normal saline infusion was programmed at a rate10ml/hr. When the leak was noted at the connection. The set was in use for less than 1 hr. It was later reported that there was no serious injury or harm to the patient. The event occurred infusion department. Incomplete event date november 2018.